Event description:
The customer's biomedical technician reported on 08 december 2009 a colleague volumetric infusion pump with a malfunction of an 808:02 failure code on (B) (6) 2009. The event was reported to have occurred during patient therapy in the labor and delivery post-partum area. According to the hospital representative, therapy was stopped and the pump was swapped out; however, no patient injury or medical intervention had been reported related to the device. The software version for this device is currently unknown. There is no additional information available.

Event description:
It was reported that during a rotational ablation procedure, a burr became stuck in the lesion. The patient had undergone an unsuccessful balloon angioplasty 3 weeks prior to this procedure. Vascular access was obtained through the femoral artery. The 70% stenosed, de novo, concentric lesion was located in the severely calcified, >45 and <90 bend and severely tortuous mid right coronary artery (rca). The lesion length was short with a diameter of 3mm. The rotational speed of the 1.75mm rotablator rotalink plus was set at approximately 150,000rpm. The physician continuously advanced and retracted the burr while it was rotating with the advancer knob. Resistance was encountered but the burr crossed the lesion. On the second attempt to cross the lesion, the burr became trapped in the lesion. The physician was unable to pull the burr back. Another manufacturer¿s guide wire was inserted close to the burr and a 2.5mm x 15mm balloon catheter advanced proximal to the burr and inflated; however, attempts to remove the burr was unsuccessful. The patient was transferred to another hospital with emergency transport for surgery. The patient¿s electrocardiogram was rather normal even at the time when patient left hospital. The patient received bypass and was in very bad condition after surgery. The surgeon informed the interventional cardiologist that patient¿s condition became better. No further patient injuries or complications were reported. The patient¿s status was reported as ¿mobilization; still in hospital¿.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, an abnormal sound was heard and the device was removed from the patient body. When the device was checked at the mayo table, the blade was broken off. As the device was broken off on the mayo table, it did not fall into the patient's body. No piece was left inside the patient. The doctor commented that the device might have touched clips a little. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). The pump has been received and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4). The user interface module master software (B) (4), categorized as remediated. The pump was received and evaluated by baxter. The reported condition was confirmed and could not be duplicated. During the evaluation, it was observed that the inlet open hi values exceeded the inlet open hi threshold values. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.